Manufacturer narrative:
On (B)(6) 2010 the customer reported an initialization issue with the instrument (complaint: (B)(4)). A service order was created on (B)(6) 2010. On (B)(6) 2010 with no repairs to the instrument the customer decided to run quality control and 2 patient samples. On (B)(6) 2010 the field engineer performed service on the instrument. Repairs have returned the instrument to expected operation (complaint: (B)(4) for details). Cts discussed with the customer the importance of not using the instrument until service is complete.

Event description:
The customer reported that a patient with a negative antibody screen reacted positive when tested on the provue. Incorrect results were reported to the physician. This issue occurred on a defective instrument that was awaiting service (complaint : (B)(4)). Before service could be performed the customer decided to use the instrument to run qc and patient samples.